Manufacturer narrative:
(B)(4). The complaint device was received. Visual observation confirms that the weld is broken between the handle and shaft; causing the shaft to separate from the handle. This complaint can be confirmed. These are reusable devices and the laser etching are faded out. The surface has nicks and minor scratches indicating the possible heavy usage. It is possible that this failure occurred due to repetitive use and sterilization or that the device was dropped on hard surface causing the weld to fail. The device was manufactured prior to lot numbers being assigned and marked on the device, which precludes conducting a batch history review or a lot specific search in the complaints handling system. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
It was reported by the sales rep that the customer's bio intrafix sheath broke at the shaft while using the mallet on it during an acl procedure. The case was completed by removing the instrument and using another like device. There were no patient consequences or delays. The sales rep was not present during the case and could not provide any more details. The device is being returned.